Manufacturer narrative:
An event of shift in pulmonary artery side disc within the intended implant site causing partial obstruction was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on available information, the patient weight was 4kg. Per the instructions for use, "contraindications: the amplatzer¿ duct occluder ii is contraindicated for the following: patients weighing less than 6 kg". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 6mm-4mm amplatzer duct occluder ii was chosen for implant, using 05f amplatzer torqvue lp delivery system. The defect was measured to be 7mm in length, narrowest 4.5mm, and ampulla 6mm. After release of the occluder from the delivery cable, the pulmonary artery (pa) side disc had shifted within the intended implant site, and the left pulmonary artery (lpa) became partially obstructed. The device was snared easily. A replacement 8-6mm amplatzer duct occluder was used successfully. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.